Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was sent to the product investigation lab (pil) for investigation. Pil visually inspected the bipap a40 and did not observe anything to note. Pil was unable to duplicate the alarm but during review of error logs pil noted (3) e-45 max reboots and (0) ventilator inoperative errors in the log. The alarm log display was recorded, and it shows (3) ventilator inoperative alarms. The max reboots would have triggered the ventilator inoperative alarms. Error log corruption is not obvious, but suspected, due to similar errors logged. Device software is the source of these errors. Returned device has been scrapped.